Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the reason for extraction was endocarditis unrelated to the ipg. The patient received a new pacing system and required antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. The outer insulation of the lead developed a breach at the first rib /clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing system was removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.